Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were at emergency medical service and experienced low blood glucose with blood glucose level of 20 mg/dl on (B)(6) 2021. The customer was treated with orange juice and glucagon shot. Customer stated they had broken force sensor was detected during seating or regular delivery alarm. Customer stated they were unable to clear the alarm. Customer stated they had keypad anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear on (B)(6) 2021 the customer alleged cosmetic damage at back of insulin pump (serial number), critical pump error 35 alarm, keypad anomaly, and was hospitalized for low blood glucoses. Device was received with a critical pump error (open book image) alarm. Unable to verify pump error 35 alarm, keypad anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and displacement accuracy test due to critical pump error (open book). Device was cut open to perform visual inspection and found moisture damage on the force sensor/pcba 1. No moisture damage on the pcb 2, vibrator, motor, keypad traces or keypad dome switches during visual inspection. Successfully downloaded firmware using crest. Device failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces. Bootloader traces indicate that a critical error triggered the critical pump error (open book image) alarm. Force sensor zero offset within specification. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked retainer, cracked case behind the insulin pump at the battery compartment, cracked battery tube threads, cracked select button keypad overlay and serial number label fading. Cosmetic damage was confirmed where serial number label fading was noted. Unable to verify customer alleged for low blood glucoses. Unable to verify keypad anomaly due to critical pump error (open book image). Critical pump error (open book image) alarm confirmed due to moisture damage on the force sensor. Unable to verify pump error 35 due to failed download attempt to generate history files and traces as a result of moisture damage on the pcba 1 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. Device received with critical pump error (open book) and unable to download to crest due to moisture damage on the electrical board 1. Unable to verify pump error 35 alarm, keypad anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Device received with moisture damage on the battery tube, force sensor flex tail traces and keypad flex tail during visual inspection. No moisture damage on the electrical board 2, vibrator, motor, keypad traces or keypad dome switches during visual inspection. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, cracked retainer, cracked case behind the insulin pump at the battery compartment, cracked battery tube threads, cracked select button keypad overlay and serial number label fading. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.